Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. The target mass was 5 centimeters in size and located in the left upper lobe apical segment very close to the pleura. The procedure was completed as planned with no delays. The physician was able to get biopsy samples and make a diagnosis of malignancy/ tumor. A chest computed tomography (CT) scan was performed after the procedure and detected the pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was admitted for 2 days, then the chest tube was removed, and the patient was discharged home. The physician reported that the pneumothorax was an anticipated complication of the procedure. The physician believed that the pneumothorax was not ion-related and would have likely occurred via another modality. The pneumothorax was attributed to the patient's small and tight airways, as well as the target mass's close proximity to the pleura. Other contributing factors were chronic obstructive pulmonary disease, emphysema, and active smoking. There was no device malfunction associated with the event.